Event description:
It was reported via repair work order that the bed exit was not functioning properly due to a malfunctioning cpu. It was also reported that the motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.